Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg incision site was painful, red and a discharge was coming from the incision site. The pt was admitted to the hospital due to the infection at the ipg incision site. The pt received oral and intravenous antibiotics. Follow up revealed the infection has cleared and the pt has been released from the hospital.